Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Concomitant medical products: 450cc mentor memorygel breast implant, catalog #3507450bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. Additionally, the implant was hard to the touch, was painful, and there was a burning sensation. Magnetic resonance imaging demonstrated that the implant had folded over. As a result, the device was replaced with a 445cc mentor memorygel breast implant on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 08/23/2019. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture and burning. During evaluation some creases on the anterior and posterior aspect were noted. Within a crease, a tear measuring approximately 13.6 cm was noted running from the anterior to the posterior aspect. No other anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).